Manufacturer narrative:
The hill-rom technician found the power control module was bad and needed to be replaced. The power control module holds the audible alarm speaker that is used for the brake not set alarm. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the brake casters to determine if the bed moves when you activate the brake, replace or adjust when necessary. Check the tires for cuts, wear, tread life, etc. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2016. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power control module to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed had no audible alarms. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).